Event description:
The abstract for article "bs17. The 'uncommonly common' horner syndrome following a vns insertion" was received and reviewed. The abstract captured a case report and literature review in which it was stated that a (B)(6)-year old woman was implanted with vns. There were no intraoperative complications, but was diagnosed with horner's syndrome about two weeks after being implanted, described as vision issues in the left eye. This was still not resolved 4 weeks post-operation. No further relevant information has been received to date.